Manufacturer narrative:
A visual inspection and a test for connector, flow, leak and ventilation to the p-cap connector were performed on the returned used devices. The pcc connector had damages making it impossible to use the infusion set. The click legs are broken. The flow, leak and ventilation tests were found within specification. The reference samples were visually inspected and tested for connector, flow, leak and ventilation to the p-cap connector. All test results were within specifications. Damages to the click-legs can occur during mfg. To prevent systematic failures during mfg, unomedical uses online sampling plans according to iso 2859-1. Sample sizes are tested against specifications. Use of excessive force when connecting or disconnecting the tubing may also damage the click legs. This report has already been reported to FDA in the asr in q4 2013. At that time we did not know if anything was wrong with the infusion device. Unomedical a/s hereby consider this case to be closed. See scanned page.

Event description:
On (B)(6) 2013, customer called in and stated that the grooves on the p-cap were breaking off for no reason. Customer states she had this issue a couple of months ago. Customer states the damage to the p-cap caused her to be hospitalized two weeks ago (see svn (B)(4)), customer states blood sugars were around 500 when arrived at the ER. Customer states she is currently running higher than normal due to the groove breaking off the p-cap. Customer states she has changed the infusion set and has plans on treating with the pump. Customer has three infusion sets with the damaged p-cap. Instructed customer to return the three infusion sets for analysis; customer understood and agreed. Explained to customer that we will replace the three infusion sets; customer understood and agreed. Instructed customer to give a callback if concern continues; customer understood and agreed. No further action taken. On (B)(6) 2013, customer states if this happens again, customer would like to have the pump replaced, and if she does not have the pump replaced, she will be contemplating trying a different infusion set. Customer feels medtronic is selling defective products.